Manufacturer narrative:
The technician found during a between patient inspection that the brake caster was damaged. The technician does not know how the brake caster became damaged but could be due to transport or normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed moves when the brake is set. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).